Event description:
The reporter called regarding hydrocollator hotpac pad. The reporter mentioned the device has instructions in 09 different languages but not in english, therefore, he is not able to use it.